Event description:
It was reported that prior to a surgical procedure, it was observed that the motor device was "heating up." The reporter indicated that the event did not occur during surgery. There were no delays to a scheduled surgical procedure as an identical spare device was available for use. There was no injuries, medical intervention or prolonged hospitalization reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.